Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There was 1 additional sensor reported ((B)(6)) and it has been captured under this submission. Refer to section 2.3 for the captured serial numbers. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device had low readings issue. The customer received unspecified lower scan results on the adc device that were "10-20 point below" in comparison to unspecified glucose reading on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. It was reported that this issue started happening 9 days ago and since the gap was decreasing and they thought it was getting better, so they continued to use the adc device. However, the gap has widened again and the glucose scans were consistently inaccurate. Adc customer service was able to reach and assist the customer regarding the low readings on their two sensors. There customer did not report any symptoms but self-treated by drinking orange juice. There was no report of any third-party medical treatment. A low sensor scan result is indicative of hypoglycemia, and is consistent with the provided treatment to increase the customer¿s glucose levels. Based on the information provided, there was no report of serious injury associated with this event.